Event description:
On (B)(6) 2013, the lay user/patient informed lifescan (lfs) (B)(4) that her onetouch verioiq meter read inaccurately high compared to another device. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient on (B)(6) 2013. The patient reported that approximately 1 month prior to contacting lfs, she obtained blood glucose readings of "5.6 mmol/l" with the subject meter and "2.9 mmol/l" with an ems meter, performed within 1 minute of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30% and/or 30 mg/dl. The patient reported she was treated with glucose gel by the paramedics in response to the low reading and low blood glucose symptoms she had developed. The patient stated she was not taken to the e.r. Prior to the meter to other meter comparison, the patient claimed earlier that evening she tested her blood glucose with the subject meter and obtained a reading of "5.6 mmol/l." During the follow-up call, the patient informed the csr that her normal/typical blood glucose readings are usually "around 7.6 mmol/l" but also mentioned that her blood glucose is usually between "5.0-7.0 mmol/l" prior to eating and taking her diabetes medications. The patient informed the csr that she takes a set dose of 10u of humalog mixed with 30u of lantus in the morning and takes a set dose of 5u of humalog with supper. The patient denied taking any medications for her diabetes after obtaining the result of "5.6 mmol/l." The csr was unable to obtain clarification from the patient regarding whether the symptoms developed before or after testing the first time. During the initial call to lfs she claimed she developed the symptoms less than 1 hour after testing; however, during the follow-up call she reported that she was symptomatic at the time she obtained initial reading of "5.6 mmol/l." The patient was also unclear regarding the symptoms she experienced. During initial call to lfs, the patient stated she developed symptoms of "weakness and difficulty with her vision"; however, during the follow-up call, the patient retracted her previous statement regarding her vision. The csr noted that the patient reported developing symptoms of "shaky and perspiring." At the time of troubleshooting, the csr noted that the patient no longer had the test strips she had obtained the alleged inaccurate reading with. In addition, the patient did not have control solution to test the subject meter. Replacement products were sent to the patient. Although the patient was reportedly treated by a healthcare professional for severe hypoglycemia, there is no indication that the subject meter caused and/or contributed to this serious injury. Based on the information provided during the follow-up call, the patient reported that she was symptomatic prior to obtaining the readings with the subject meter. In addition, the patient did not administer inappropriate self-treatment based on the blood glucose meter result. However, this complaint is being reported the subject meter did not meet lfs' accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.